Manufacturer narrative:
Correction: outcomes attributed to adverse event the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Nine lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Clinical review: based on the available information, there is a likely causal relationship between the fresenius optiflux 180nr dialyzer and the patient¿s reaction (characterized by itching during the hd treatment). Although rare, hypersensitivity or anaphylactoid reactions to optiflux dialyzers are a known risk during hemodialysis. The adverse reaction has ceased with the administration of visteril and the change of optiflux dialyzer. There is no evidence of an optiflux 180nr dialyzer product deficiency or malfunction. Additionally, although the patient experienced an adverse reaction during treatment, there is no allegation of a product malfunction or deficiency related to this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic nurse reported that a patient on hd therapy for renal replacement therapy (rrt) experienced severe itching during treatment with the optiflux 180nre dialyzer. Additional information was obtained during follow-up with the nurse and through nursing notes received for treatment. The patient started treatment with a blood pressure (bp) of 149/66. The patient was 1.1kg above estimated dry weight (edw; unknown value) and treatment goal was 1.0kg. The patient experienced the itching at the start of use with the optiflux 180nre dialyzer. The patient was administered benadryl (route and dose unknown) without any relief. The itching continued for a couple of hours. The patient was able to complete treatment and ended with a bp 111/90 and 0.2kg above edw. The patient was prescribed vistaril (route, dose, frequency and duration unknown) on an unknown date for the itching and the dialyzer was switched to a different optiflux 180nr dialyzer. The patient is reportedly doing well and continues to complete hd therapy with no further itching reported.